Manufacturer narrative:
(B)(4). The device sample was not received by the manufacturer at the time of this report. Review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. Complaint cannot be confirmed. The device sample is needed for to evaluate and confirm the alleged defect and determine a root cause. Root cause unknown. Corrective actions cannot be assigned at this time. If the device becomes available this report will be updated with the evaluation results. Teleflex will continue to monitor feedback from customers for complaints of this nature.

Event description:
Customer complaint alleges "that bubbling from sterilized water could not be confirmed during use. Therefore, a new unit was used instead." No patient injury was reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Corrected data: product code corrected to 003-40j. An empty 340 ml water bottle (lot 470177) was received for evaluation. The water bottle had a 040 humidifier adaptor attached to the bottle and the trigger was removed from the bottle. Upon visual inspection, there is a channel from the bottom of the adaptor port to the top of the bottle. The water bottle was filled 3/4 full with water. The water bottle/adaptor assembly was applied to a flow meter. The flow meter was set to 1 lpm and no bubbles were observed in the bottle. Upon increasing flow bubbling was observed. The complaint is confirmed. A non-conformance was opened to address this issue.

Event description:
Customer complaint allegs "that bubbling from sterilized water could not be confirmed during use. Therefore, a new unit was used instead." No patient injury was reported. Patient condition reported as "fine".